Event description:
It was reported that the right ventricular lead was capped and replaced due to the riata advisory during elective ICD upgrade on (B)(6) 2017. The patient was stable before and after procedure.